Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was failure of the power switch. It was confirmed the power switch was a previous design prior to implementation of the current power switch design.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Upon inspection, the power switch was confirmed broken with pieces found inside the device.

Event description:
A user facility reported to olympus that the device power switch was broken. There was no patient injury or harm, associated with the problem, reported to olympus.